Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the separated balloon as reported. Further assessment per site operating procedures was performed and a potential product deficiency was identified. A review of the complaint handling database found no similar incidents from this lot. This appears to be an isolated issue and there is no evidence to indicate that a wider population of product has potentially been impacted. Additionally, it was reported that the nc trek balloon catheter was prepped before removal of the protective sheath. It should be noted that the nc trek rx, instruction for use states: complete the following steps to prepare the nc trek rx coronary dilatation catheter for use: slide the protective sheath off the balloon prior to performing air aspiration. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0 x 20 mm nc trek balloon catheter was successfully prepped (negative pressure) with the protective sheath on the balloon. After removal of the protective sheath, without resistance felt, inspection of the balloon catheter noted that there was no balloon on the catheter. The catheter was hooked up to an inflation device and it was confirmed that there was no balloon. The device could not be used on the patient. The protective sheath was not checked to see if the balloon was in the sheath. A new nc trek balloon was used successfully for the case. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.